Event description:
The nurse of a (B)(6) male pt called to report that the pt's charger was not working. The pt was issued a replacement battery charger/modem and battery pack.

Manufacturer narrative:
Device eval summary - device eval of battery pack sn (B)(4) has been completed. The reported problem (battery changer problem) has been confirmed. Upon investigation the battery pack would not charge and would not power up a monitor. The cause for the inability to charge or power a monitor was a leaking cell with a voltage of 0.023v. The root cause for the leaking cell cannot be positively determined. No adverse event resulted from the leaking cell. The pt was issued a replacement battery pack. Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) was confirmed. Upon investigation the charger/modem could not complete a battery capacity test (bct). The cause for the bct failure has been isolated to a defective battery board connector. The root cause for the defective battery board could not be positively identified, but it was likely contamination of the serial clock (scl) signal and serial data signal (sda) lines by an unk foreign contaminant. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem. Device MFR date - (B)(4): 09/2011, (B)(4): 04/2010.